Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaving the infusion set in the pump while not in use and attempting to start the infusion when they discovered a bulge in the silicone segment. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a bulge in the silicone segment was confirmed. During inspection it was observed that the silicone segment tubing had a bulge and discoloration, and was weakened just below the upper fitment. Functional testing resulted in the fluid flowing freely through the set with no issues. The root cause of the bulging was identified as an IV push being executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "between the blue plastic tubing where the tubing is within the pump the tubing is bulging. Pump does not seem to have any issues and continues to functional normally."